Manufacturer narrative:
(B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2021. During the procedure, the clip was able to grasp and lock onto tissue, but could not be detached from the catheter to deploy. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a resolution clip was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2021. During the procedure, the clip was able to grasp and lock onto tissue, but could not be detached from the catheter to deploy. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block e1: this event was reported by the distributor. The physician is: dr. (B)(6). Block h6: medical device problem code a15 captures the reportable event of clip failed to release from catheter. Block h10: investigation results: the returned resolution clip device was analyzed, and a visual evaluation noted that the clip assembly was returned still attached to the device. The device returned without the outer-sheath. Microscope examination was performed, and it was found that the clip arms had almost detached. It was noted that the handle and the clip assembly were disconnected as the yoke was detached, indicating the clip was unable to release from the catheter. According to the evidence, one of the possibilities that could happened is likely the amount of tissue grasped was bigger than the capability that the clip could close, or the customer tried to grasp the tissue several times and these actions could cause a deformation in the distal section of the clip arm, affecting the capability of correct closure in its jaws and consequently the tissue, however the clip wings were not inside the capsule windows, consequently, this excess of manipulation could have generated that the clip arms got bent. Dimensional examination was performed on the bushing outer diameter, and it was within specification. A dimensional examination was also performed between the hooks of the bushing, and it was observed that both sides a and b were out of specification. The bushing tabs were measured and each sides are symmetric. No other issues with the device were noted. The reported event of clip failed to release from catheter was confirmed. This failure is likely due to factors or conditions related to procedure during the use of the device that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. Block h11 (correction): block g2 (report source).